Event description:
The customer reported an intermittent loss of communication with the generator. The system automatically shuts down when this occurs, preventing operation. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cable between c-arm and generator was evaluated and replaced. The system was tested and found to be working as intended and returned to service.